Manufacturer narrative:
On (B)(4) 2013, intuitive surgical inc. (Isi) obtained the following information from the site: the surgical procedure involved with this case was a total hysterectomy. The snap-fit scalpel instrument and snap-fit paddle blade instrument accessory were inspected prior to the surgical procedure and no issues were observed. The cleaning/sterilization process at the site had not recently changed. According to the surgeon, the snap-fit scalpel instrument was used in the procedure for about 10-15 minutes before the snap-fit paddle blade fell off. The surgeon indicated that at the time the blade fell off, the instrument was being introduced through the right side of the abdomen and the uterus was being held by two tenacula, both on the left side of the abdomen, port 2 and port 3. Also at that time, the surgeon indicated that the uterus had already been removed from it's attachment to the vagina and it was being morcellated because it weighed 930 gm and was too large to fit through the vagina. The surgeon denied that the snap-fit scalpel instrument collided with any other instruments or was removed at any time during the surgical procedure. The surgeon indicated that since the snap-fit paddle blade was getting dull, he pointed vertically to cut with the tip and that it probably went deep in the hard fibroid uterus and was suddenly pulled out rather than being broken off and was then deeply embedded in the tissue. The surgeon further indicated that when the uterus was pulled through the vagina, he believed that the snapfit then fell out onto the floor on got caught into the drapes. The surgeon also stated that x-rays of the patient's abdomen and the removed uterus did not reveal the snap-fit paddle blade. The surgeon denied that the surgical staff searched the operating room floor or between the patient's legs for the instrument accessory that fell off. The surgeon denied that the patient experienced any intra-operative or post-operative complications. He indicated that the patient was doing great at 4 weeks post-op. He also stated that the snap-fit scalpel instrument was inspected after the surgical procedure was completed and no damage was found.

Event description:
It was reported that during a da vinci si surgical procedure, the surgical staff alleged that the snap-fit paddle blade accessory installed on a snap-fit scalpel instrument broke off and fell into the patient. The broken fragment was reportedly not retrieved. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument accessory has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the accessory is returned (post engineering evaluation) or if additional information is received. Intuitive surgical has made several attempts to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. It is unknown if any attempts were made by the site to retrieve the broken fragment, if the broken fragment was retrieved since the reported event occurred, if the patient experienced any post-operative complications, and what the patient's current status is. Based on the information provided, this complaint is being reported due to the following conclusion: the surgical staff claimed that the instrument accessory broke off and fell into the patient. In addition, the instrument accessory was reportedly not retrieved.